Event description:
The information provided by the local distributor indicates: hospital name: unknown. Surgeon name: dr. (B)(6). Date of initial surgery: (B)(6) 2015. Body part to which device was applied: mid-foot. Surgery description: correction. Patient's information: male, (B)(6), weight 225 lbs, height 6'0. Type of problem: device functional problem. Event description: "per t/m set screw to lock tl-hex struts on 5/8 ring stripped. There was about a week delay in the correction. A 3/8 ring was fixated to ring where screw was stripped and we used tab on 3/8 ring to re-connect the struts. The patient was in the physician's office and was not involved with the screw stripping. The product will not be returning since it is still on the patient." The complaint report from indicates: the device failure caused effects to patient about a week delay in the correction; the surgery could be completed with used device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required. Copy of operative reports is not available. Copy of x-ray images is not available. Comments from the territory manager: "takes place 28 days opst-operatively: delay in mid-foot correction; adequate fix." On (B)(6) 2015 the distributor sent the following further information together with a picture of the frame: "the screw stripped on the plate during a strut change out in the doctor's office. While backing out the screw to remove the strut the set screw stripped. They programmed the strut 04/01. The patient has 20 more days of correction-approximate removal date of (B)(6). The patient is fine. We do not have a lot number since the device is still on the patient. No x-rays were provided." On (B)(6) 2015 the distributor sent the following further information: "the territory manager advised that the frame is still on the patient. We had a misunderstanding in communication when he said it was going to be removed on april 20th. He advised that perhaps the correction was going until (B)(6) but the frame will remain on the patient for an additional several months. To his understand from the doctor the frame may not be removed in a hospital that he has control of. He is not sure if he will be able to recover the tl hex 5/8 180mm ring. To his knowledge there have been no additional issues with the patient." Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records. The device involved in this event has not been received by orthofix srl. Unfortunately the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation summary: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation will be available. Orthofix sr1 has requested further information on the event such as device batch number, if the fixator was removed as planned, if the device will be returned for evaluation, patient's current health conditions. This information has not yet made available. As soon as further information will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.